Manufacturer narrative:
The information was previously reported under MFR# 2916596-2022-15640. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had driveline power fault alarms. The log files confirmed the driveline power fault, indicating a possible issue with power line a. The damage may have occurred while the patient was playing football. The system controller and modular cable were replaced and resolved the alarms. The heartmate 3 modular cable was returned for analysis. It was further reported that the patient was having recurring driveline power fault alarms due to corrosion in the connector. An x-ray was taken. The log files noted driveline power faults on (B)(6) 2022. On (B)(6) 2022, another driveline fault occurred around 5 pm. The patient was under nursing care and was admitted for the driveline pump side connector cleaning on (B)(6) 2022. The connector pins had visual corrosion which was reduced after cleaning, and which regulated the current flow through driveline power wires a and b. Fluid ingress was confirmed. The modular cable had visual corrosion and was replaced during the cleaning. Related MFR numbers:- pump with corroded driveline pump side connector is reported under MFR# 2916596-2022-16123. 1st modular cable exchange is reported under MFR# 2916596-2022-15716. Controller exchange is reported under MFR# 2916596-2022-15715.

Event description:
It was reported that the patient was experiencing persistent driveline power faults starting on (B)(6) 2022 and multiple modular cables were returned for evaluation during troubleshooting. One of the returned modular cables was wrapped in black tape and the account reported it was damaged and worn from long-term use. Additional information reported that the driveline power faults alarm re-occurred on (B)(6) 2023, after the cleaning procedure performed by abbott engineer on (B)(6) 2022. The vad coordinator requested assistance from abbott engineer, possible consideration of splicing in and replacing modular cable connector to pump cable had been discussed after cleaning procedure. Additional log files were requested. The patient returned to the clinic on (B)(6) 2023 for interrogation and the vad coordinator sent in log files and cleared the alarm to see if it would return. Technical support was requested for possible replacement of the driveline connector. The additional log files confirmed driveline power faults caused by the b power line. In the past the power faults were associated with the a power line. The account reported there was no additional fluid ingress or damage to any cables noted since the clean out on (B)(6) 2022. A secondary cleaning procedure was in the process of being scheduled with abbott engineer. The driveline power fault alarm returned the same day it was cleared in clinic. Related manufacturer report numbers: pump MFR# 2916596-2022-16123. Controller exchanged MFR# 2916596-2022-15715. Modular cable MFR# 2916596-2022-15716. Modular cable MFR# 2916596-2023-00157.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage and wear to the modular cable was confirmed via visual analysis. The heartmate 3 modular cable was returned for analysis. The modular cable was observed to be covered in black tape. When this tape was removed, superficial damage to the cable jacket was observed. This damage did not affect the underlying layers of the modular cable. Both the strain reliefs of the modular cable were discolored. The modular cable was able to operate on a mock loop with a test system controller and operated without issue. The modular cable was able to pass functional testing and the observed wear on the cable did not affect cable operation. The root cause of the reported wear to the modular cable was unable to be determined in this analysis. The lot number of cable was not available. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.